Manufacturer narrative:
Further investigation determined the cause of the reported issue is due to damaged/shorted energy up button.

Event description:
The customer contacted stryker to report their device's energy selection button was damaged. In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Stryker replaced the device's main keypad to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device's energy selection button was damaged. In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.